Event description:
In 2008, the lay user/patient contacted lifescan (lfs) brazil alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and answers provided to follow-up questions. At 8am at the end of the previous month, the patient reported obtaining a blood glucose reading of "244 mg/dl" with the subject meter. At the time of that reading, the patient claimed she left "normal." The patient claimed her usual blood glucose readings fall in the "90-120 mg/dl" range. However, based on the meter reading, the patient claimed she took 4 units of humalog insulin (based on a sliding scale). Approximately 1/2 hours after administering the insulin, the patient stated she "felt sick, had convulsions and hypoglycemic symptoms." The patient described having hypoglycemic symptoms of "sea-sickness and trembling." At the onset of the symptoms, the patient reported that she tested with another device (brand unknown) and obtained a reading of "52 mg/dl," treated herself with food and/or drink at 8:45am, and reportedly felt better afterwards. At the time of troubleshooting, the cca confirmed that the subject meter was set to the proper unit of measure setting (mg/dl), that the patient was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemic after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.